Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was reading 150 mg/dl and no alert was received from the g7 app (the low setting threshold is unknown). The patient was driving when she felt low. She was dizzy, disoriented and felt like she was about to pass out. She was not able to check a bg reading as she did not have a glucometer. She pulled over at a has station and bystanders called 911. She drank 2 boxes of orange juice, crackers and some candy. When firefighters came, they checked a bg and it was around 200 mg/dl while the cgm was 150 mg/dl. The patient was taken to the hospital. At the emergency room, the patient's bg was 300 mg/dl and the cgm was 150 mg/dl. The patient took 2 units of insulin from an insulin pen. The patient was in the ER for a couple of hours until her cgm was 180 mg/dl and the bg was 200 mg/dl then was sent home. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was driving. The reported glucose values fall within the b zone of the parkes error grid when firefighters arrived. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.